Event description:
Three days after bypass surgery, pt discovered they had an abdominal aortic aneurysm. The aneurysm continued to expand and size became critical. Hence, another operation for the stent graft implants. Post operative troubles began soon after being released from the hospital. Problems such as unbearable constipation, diarrhea, nausea, stomach, liver and pancreas functions, pain, and cardio tia's. Pt's body has been in constant state of chaos and sickness. Doctors would not admit pt's body was rejecting the stent grafts for the last 21 months. Pt's heart, nervous, and immune systems are being pushed beyond their limits. Pt has been seen by many specialists who don't know much about the side effects of implanted devices. They prescribe treatments and medications that have no beneficial results or cures. Pt has been checked out for anything from cancer to being crazy. The names, addresses, and dates of office visits are too numerous to list at this time. Pt has been hospitalized three times for acute adverse events which were related to the stent grafts, but nobody in the medical disciplines would admit the stent grafts were at fault. Now, when pt gets sick, they just stay home until their body might take months to recuperate.